Event description:
It was reported that the patient had attended the emergency department at (B)(6) hospital with hypoglycaemia on (B)(6) 2026. The patient's blood glucose levels declined to below 3 mmol/l (54 mg/dl) while wearing the pod between 37 and 48 hours. The patient was treated with food and oral glucose and was discharged without prescriptions; intravenous glucose was discussed but not administered. The names of the healthcare professionals involved were not recalled. The patient remained for approximately under observation and was discharged after 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.